Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) lead. Lead provocative testing was performed and the noise was not reproducible. The lead was capped and replaced and the patient was stable with no consequences.